Manufacturer narrative:
H.6 investigation summary: a complaint investigation due to product mix up was performed on meropenem catalog 291054. Retention samples were unable to be investigated, as a batch number was not confirmed by customer. Photos received were evaluated. It was observed one disc of lvx-5 beside open meropenem cartridge. Complaint history and qn system were evaluated. No trend was found for product mix-up. Manufacturing facilitator was contacted, and investigation was requested. Evaluation performed. It was confirmed that no lvx-5 and meropenem products were punched in a close timeframe (four days or less). Refer to email attached. Product mix up could be caused during customer disc dispensing process. It is recommended to verify disc dispenser prior to use in order to ensure that no remain disc were inside dispenser. No corrective action is required based on information evaluated. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored."

Event description:
It was reported that bd bbl sensi-disc meropenem-10 g) was found mixed in a different package. The following information was provided by the initial reporter: the mix-up was a disc. One different disc in one cartridge. Lvx was found mixed in a package of meropenem.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl sensi-disc meropenem-10 g) was found mixed in a different package. The following information was provided by the initial reporter: the mix-up was a disc. One different disc in one cartridge. Lvx was found mixed in a package of meropenem.